Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. From the facts obtained from the investigation, the customer's allegation could not be confirmed. However, it was presumed that the connecting tube was broken by external stress to the lever. Subsequently, the tube could not be connected. The user may have applied stress toward wrong direction, which caused the external stress to the connecting tube. Because the device did not return, further information could not be obtained. As a result, definitive root cause could not be determined. The event can be detected by following the instructions for use: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor connecting tube had a broken attachment. There were no reports of patient harm.